Event description:
The customer reported that her blood glucose result was 449 mg/dl at 8:19pm. She gave herself a 1.10u bolus. At 10:42pm, her result was 264 mg/dl, and she gave herself a .20u bolus. At 2:00am, her result was 22 mg/dl. The emergency squad came to her home and treated her intravenously. She did not know what treatment was given to her, but said that it was short-acting. She did not provide further details regarding the event.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia, and subsequent hypoglycemia and emergency medical visit was found. There are safety mechanisms in the device design to prevent over-delivery of insulin that contributed to low blood glucose. Lot qualification were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises, "hypoglycemia can occur when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm" and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death."